Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 302 mg/dl. The caller was concerned that the insulin pump might not be working properly, and felt that the customer would feel more comfortable having it replaced. Advised the caller to have the customer call back to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.